Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed and attributed to faulty x series system board. Therefore, the x-series system board was replaced to resolve the problem. The device was recertified and returned to the customer. The x-series system board was scrapped after investigation. Analysis for reports of this type has not identified an increase in trend.